Manufacturer narrative:
(B)(4). Approximate age of device ¿ 44 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital from clinic due to an elevated lactate dehydrogenase (ldh) level of 721 u/l and suspected pump thrombosis. The patient's inr was 2.0 at the time of admission. The patient was treated with IV bivalirudin and the patient's ldh level decreased to 607 u/l. The patient was discharged on (B)(6) 2015, and their inr goal was increased to 2.0- 3.0. Since discharge, the patient's ldh level continued to trend upwards and on (B)(6) 2015 the patient was readmitted to the hospital. The patient's inr was 2.9 at the time of admission. On (B)(6) 2015, the patient's ldh elevated to 721 u/l. A ramp echocardiogram was performed and revealed that there was no change in the left ventricular end diastolic diameter when the pump speed was increased up to 11000 rpm. The patient was re-started on IV bivalirudin. On (B)(6) 2015, the patient's pump was exchanged. It was reported that the patient remained stable up to the time of pump exchange. It was reported that the surgeon believes he saw a clot during explant of the pump. No further information was provided.

Manufacturer narrative:
The referenced sus voluntary event foi reports, mw5058211 and mw5058565 are attached. The pump was returned for evaluation. The pump was returned assembled with the driveline cut approximately 14 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Additionally, the analysis of the submitted log file did not reveal any hazard alarm conditions. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient&#38112;pump was exchanged for pump thrombus with therapeutic inr and questionable aspirin resistance. The patient was discharged on plavix for antiplatelet therapy due to early thrombosis and equivocal aspirin resistance study. Further testing showed adequate platelet inhibition on plavix. Information was also received from an sus voluntary event foi report, mw5058211: event date: (B)(6) 2015 report date: 11/25/2015. Event description: patient admitted from clinic due to elevated ldh with suspicion for a pump thrombus. Patient started on bivlairudin to decrease the ldh (decreased from 721 to 607 on day of discharge). Multiple tests performed which confirmed a thrombus. Vad speed and anticoagulation goal increased. Patient discharged to home. Will follow ldh closely in clinic. Information was also received from an sus voluntary event foi report, mw5058565: event date: (B)(6) 2015 report date: 12/14/2015. Event description: patient admitted for suspected pump thrombus due to elevated ldh. Bivalirudin initiated. Multiple testing done with results confirming a thrombus in the pump. The patient was taken to the or for a heartmate ii lvad pump exchange. The surgeon was able to identify a thrombus in the pump while in the operating room. Patient is currently doing well and recovering on the telemetry unit.